Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2002. On (B)(6) 2022, the patient self-treated a perceived high cgm value with insulin and then realized that the cgm was inaccurate, and her bg level was actually low so she had called the emergency ambulance for treatment assistance. At the time of the report, the cgm value was 293 mg/dl and the bg finger stick value was 110 mg/dl. The bg values, symptoms and treatment details at the time the ambulance visit were not specified. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).